Event description:
Customer experienced a low blood glucose event, with the lowest level reported at 50 mg/dl, and managed this by consuming carbohydrates. Cause was not known. Technical support advised the caller to consult a healthcare professional to discuss potential factors affecting their blood glucose levels, and caller agreed to this recommendation.